Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was turned on and the patient exam was loaded. Moving forward in the software to verify instruments and saw the system was not seeing the instrument trackers. The software was restarted, and the emitter details were showing red with no communication for both the emitter and the axiem box. There was no patient present at the time of the event.